Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Vp shunt revision. Certas plus w/sg valve in-line with a fixed pressure precision valve. During surgery, the clinician found that the certas plus valve was fractured where siphonguard connects to the valve. Surgeon replaced both valves. The clinician would like the valve evaluated.

Manufacturer narrative:
Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was at setting 5. The valve was visually inspected: it was noted that the siphon guard was not returned with the certas valve, the silicone housing was cut/torn along were the siphon guard should have been, as well biological debris was noted inside the valve. The valve was hydrated for 24 hours. The valve was tested for programming. The valve failed the test the cam mechanism did not move during the programming process. The valve was flushed the valve passed the test no occlusion was noted. The valve could not be leak tested, due to the damage silicone housing. The valve could not be reflux tested due to the damaged silicone housing. The valve was dried. The valve was then pressure tested at setting 5, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the ruby bushings, on the rotation construct, on the titanium axle, on the cam/ball arm assembly, on the helical spring and on the flat spring of cam/ball arm assembly. Review of the history device records was not possible as the lot number was unknown. The root cause to the tear/cut in the silicone housing is probably due to a sharp or pointed object., this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. The root cause for the programming problem found during investigation is due to biological debris found on the ruby bushings, on the rotation construct, on the titanium axle, on the cam/ball arm assembly, on the helical spring and on the flat spring of cam/ball arm assembly. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.